Event description:
It was reported that the patient with this tactra malleable penile prosthesis stated that the device was oriented more towards the left, causing irritation. In addition, patient reported difficulty straightening the tactra. No additional information was reported.